Event description:
Boston scientific received information that a replacement procedure was performed. This device was removed and replaced due to extended charge times. No adverse patient effects were reported.

Manufacturer narrative:
At this time, it is unknown whether this device will be returned for analysis. Should this device be returned, analysis will be performed and this event will be updated. Without a return of product, boston scientific cannot confirm nor deny the reported clinical allegation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was interrogated and found to have not reached elective replacement indicators (eri) while implanted. Review of device memory confirmed the reported long charge time; however, charge times remained below that which will trigger a battery status of eri. Extended charge times during mid-life is normal device function. The device was then subjected to a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device passed all tests and functioned normally.